Event description:
It was reported that the customer experienced ongoing blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer alleged that the pump was not delivering insulin properly. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Reportedly, customer continued using pump for insulin therapy.